Event description:
During the coil embolization procedure of the right internal carotid-posterior communicating artery ruptured aneurysm, while inserting a cashmere microcoil (crc141025-30/c17513) into an unspecified excelsior sl10 (mc) microcatheter (stryker, type unknown), the delivery system was stuck about 15cm from the proximal end of the microcatheter. Then, both the cashmere and the mc were safely removed as a unit from the patient. Then, firstly the mc was flushed with saline and then re-inserted the same coil into the mc. After that, the cashmere was successfully placed into the target aneurysm without any further issues. The procedure was made all way through the same mc. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The vessel was not calcified but the level of tortuosity was unknown. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and without the product, the reported event could not be confirmed. However, based on the available information, after the microcatheter was flushed, the same microcatheter and coil were used to complete the procedure. Therefore, the event was procedural related, additionally the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.